Manufacturer narrative:
The pump user guide states: always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 200 units of insulin. The same cartridge was attempted to be loaded again and the notification reoccurred. Tandem customer technical support (cts) assisted the customer with loading another cartridge. The customer reported not removing the air from the affected cartridge. Cts informed the customer that not removing the air may impact the pump's ability to detect the amount of insulin in the cartridge. The customer's blood glucose (bg) level was 302 mg/dl and a correction bolus via the pump was delivered to address the bg level.